Manufacturer narrative:
Technical eval: the catheter was separated 38.5cm from the hub and held together by the inner wire. Visual examination under microscope shows some delamination on the proximal end of the break. The break followed a sharp straight line and on both sides a series of white rings are noticeable. Conclusion: it appears that the device was bent too far during removal from the hoop without being noticed in association with the delamination, the device was more prone to kinking and breaking at that location. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
Catheter was broken when removed from packaging hoop. It was never used in the pt.